Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Multiple shocks were aborted due to shock impedance <20 ohm. In-office follow-up values appeared stable and no noise evident. Data to be presented to physician for next steps. Device and lead currently remain implanted. Should additional information be received, this file will be updated.